Manufacturer narrative:
Two 25 gauge illuminated flex curved laser probes were received and a visual assessment of the returned samples showed signs of excess adhesive on the cannula-nitinol junction for one of the samples. When the sample was inserted through a 25ga trocar it had resistance at the cannula-nitinol junction, replicating the reported event. The reported event could not be replicated for the second sample. The cannula outer diameter (od) was measured, with the od min/max values of 0.0200 to 0.0205 inches, the sample¿s od was measured to be 0.02020-0.02025 inches, meeting specifications. The 25 gauge illuminated flex curved laser probe was manufactured on december 19, 2017. There were (B)(4) paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to ineffective removal of excess adhesive. An internal investigation has been opened to address this issue. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during setup for surgery, two laser probes could not be inserted into the trocar. The customer used a third laser probe to proceed with surgery.